Event description:
The shaft of the catheter "crumbled" in the femoral vessel of the patient. It did not break off and the physician was able to remove the catheter. Another catheter was used to complete the procedure and there were no adverse effects to the patient.